Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that following implant of this cardiac resynchronization therapy defibrillator (crt-d) with the chronic right ventricular (rv) lead, oversensing of atrial sensed activity was observed on the rv channel and resulted in an unknown duration of pacing inhibition. The patient was noted to be pacemaker dependent. Programming changes were made to sensitivity and resolved the oversensing. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Defibrillation threshold (dft) testing was planned. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the oversensing was felt to be related to the lead not being in an apical enough position, resulting in oversensing of p-waves. Defibrillation threshold (dft) testing was performed the following day and was noted to be successful and no further oversensing was observed following the changes to sensitivity. The patient was discharged and monitoring will be continued.